Event description:
A male underwent aaa repair in 2006. The patient's received a zenith main body and two zenith iliac legs. The procedure was completed without reported incident. In 2009, the patient underwent a secondary procedure, where the physician chose to place a zenith renu and a zenith zt iliac leg graft in order to resolve graft migration. Physician felt that there was an endoleak, because the sac continued to grow. The right iliac was larger, so physician chose to place a 24 french limb. The status of the patient is unknown, as no additional information was provided by the reporter.

Manufacturer narrative:
The zenith device has completed requirements showing the device meets the predetermined requirements and that the requirements meet the needs of the user. Each zenith device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings & precautions, and the correct deployment procedure. In regards to graft migration, the IFU lists several warnings/precautions that, if followed, could prevent this failure mode from occurring or lessen the associated effects; anatomical criteria, anatomical conditions, proper ballooning sites, sizing requirements. No definitive cause can be reported at this time. We will continue to monitor for similar incidents.